Event description:
Customer reports to have received a failed battery test. Customer then received a battery out limit alarm. Customer's blood glucose was 364 mg/dl. Customer also reports of not being able to rewind pump. Customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
All operating currents were within specification and no unexpected battery alarms were noted. The insulin pump was received with minor scratches on the display window, a cracked battery tube lip and no damage to the belt clip slot. The insulin pump was received without the original belt clip.